Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by visually confirming a damaged sample nozzle. The fse replaced the sample nozzle. Then visually identified a misalignment of the sample nozzle. The fse realigned the sample nozzle and performed a level detection adjustment. The fse also performed a mechanical maintenance of motion components. The fse validated the analyzer by testing the repeatability of all sample positions, performed daily check, and ran controls with results within acceptable range and no errors occurring. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaint was performed for serial number (B)(6) through the aware date. There were two similar complaints identified during the search period, including this case for both reported errors. The aia-360 operator's manual under chapter 7: error messages and flags states the following: error message: 3003 substrate low description: waiting for temperature troubleshooting: wait until the temperature rises to correct temperature. Error message: 2012 air detected [diluent] description: there is no contact with the liquid after diluent suction. Troubleshooting: contact tosoh local representative. The most probable cause of the reported event was due to a deformation issue with the sample nozzle, cause traced to component failure.

Event description:
A customer reported 3003 waiting for temperature error and 2012 air detected diluent error on the aia-360 analyzer. The customer stated the errors continue to recur and has requested service. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.